Manufacturer narrative:
The investigation into the controller error/loss of opm data issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs confirmed the reported failure mode given there was a controller error alarms (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp) are interpreted as -16384 values. The returned console was tested and the known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. The cause of the transient loss of optical data was not determined due to the inability to reproduce. The device did not meet specifications.this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. There was no patient harm reported.